Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No damage was found to the drive support cap per our visual inspection noted. The insulin pump was able to download to carelink successfully. The insulin pump was received with minor scratched display window, scratched case and missing the display window cover.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer experienced low blood glucose levels. Customer's blood glucose level was 35 mg/dl. The displacement verification test passed. The drive support cap was damaged. The customer was advised that the device would be replaced and agreed to return the product for analysis.